Manufacturer narrative:
The device was returned for analysis. The reported physical resistance / sticking thumbwheel and the reported stretched stent were able to be confirmed. The reported difficult or delayed activation was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The reported difficulties possibly caused/contributed to the reported patient effects; however, a conclusive cause for the reported thrombosis, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the left femoropopliteal artery. The 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however during deployment resistance was met. The stent was deployed however the stent fractured and part of the stent migrated between the contralateral primary iliac and the left superficial middle femoral artery. Computed tomography (CT) angiogram revealed a portion of the stent at the level of the left iliofemoral bypass, thrombosis of the proximal deep femoral artery, marked calcification of its middle portion, as well as a preserved patency of the superficial and popliteal femoral axis. Surgery was planned to explant the stent. No additional information was provided. Subsequent to the initially filed EU-mir report, additional information was provided. It was reported the procedure was to treat a lesion in the left femoropopliteal artery. The lesion was pre-dilated with a balloon catheter then the 5.0x150mm absolute pro ll self expanding stent system (ses) was advanced to the target lesion however during deployment resistance was met rotating the thumbwheel. The stent deployed a few centimeters and then the thumbwheel got stuck and could not rotate further. The physician tried to pull on the launcher to retrieve the stent, but it stretched completely until it finished deploying into the right primitive iliac artery. The procedure was ended at this time. The patient was brought back on (B)(6) 2025 as the entire stent had thrombosed. The proximal portion of the stent was explanted and then a femoropopliteal bypass was performed. No additional information was provided.